Event description:
Underwent explantation of bilateral breast prosthesis for capsular contractures. Both implants were intact upon explantation. Right prosthesis was saline filled. Left prosthesis was silicone gel-filled.